Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 6 patients tested for troponin t hs (high sensitive) ¿ troponin t hs, hcg + beta (hcg + b) and/or elecsys probnp ii immunoassay (probnp ii) on their cobas e 411 immunoassay analyzer that were reported outside of the laboratory. Quality control (qc) results were acceptable before and after the tests. One of the 6 patients has died. This medwatch will cover the other 5 patients. Please refer to medwatch for patient with patient identifier (B)(6) for information on patient 1, who has died. On (B)(6) 2017 qc results for probnpii and troponin t hs were within the acceptable ranges when run a total of 3 times that day. On (B)(6) 2017 at 1:49 a.m. Patient 2 had an hcg + b result of 1000 miu/ml with a data flag. At 2:10 a.m. The hcg + b result was 28868 miu/ml. On (B)(6) 2017 patient 3 had an hcg + b result of 48.30 miu/ml at 8:51 a.m. On (B)(6) 2017 patient 4 had a troponin t hs result of 34.57 pg/ml at 9:36 a.m. On (B)(6) 2017 patient 5 was in the emergency department with an initial diagnosis of heart disease. The initial probnp ii result at 10:40 a.m. Was 46.43 pg/ml and the initial troponin t hs result was <3.00 pg/ml with a data flag. These results were reported outside of the laboratory since qc results were in range on (B)(6) 2017. On (B)(6) 2017 patient 6 had a troponin t hs result of 3.81 pg/ml at 1:44 p.m. At approximately 4:00 p.m. Qc results for probnpii were lower than the acceptable range while qc results for troponin t hs were within the acceptable range. At 4:40 p.m. New probnp ii qc were run and the results were lower than the acceptable range. At 6:00 pm qc results for probnp ii and troponin t hs were within the acceptable ranges. On (B)(6) 2017 at 6:35 p.m. The sample for patient 5 was repeated and the probnp ii result was 26.47 pg/ml. A repeat test was nor performed for troponin t hs. Between 8:25 p.m. And 9:40 p.m. The customer received multiple alarms associated with qc results. On (B)(6) 2017 at 6:32 a.m. Patient 6 had a troponin t hs result of 3.00 pg/ml with a data flag. On (B)(6) 2017 at 1:07 p.m. Patient 4 had a troponin t hs result of 4.81 pg/ml. On (B)(6) 2017 the sample for patient 5 repeated and the probnp ii result was 5541 pg/ml and the troponin t hs result was 39.19 pg/ml suggesting that this patient had a diagnosis of "major acute cardiac failure associated with associated with moderate myocardial suffering." The customer stated the technicians found a leak in the pinch tubes. After the tubes were replaced, the instrument operated correctly. The field service engineer (fse) checked the instrument on (B)(6) 2017 and pinch valves and tubes were replaced. Adjustments were checked and the measuring cell was re-calibrated. Calibration and qc was performed. On (B)(6) 2017 a repeatability test was performed by the laboratory and the elecsys estradiol iii assay (estradiol iii) results were not within specification. There was no allegation that these 5 patients were adversely affected. The probnp ii reagent lot number was 209223; the expiration date was not provided. The troponin t hs reagent lot number was 195500; the expiration date was not provided. The hcg + b reagent lot number was 240444; the expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
A specific root cause was not identified. The affected pinch tubes and pinch valve were requested for investigation, however the parts were no longer available. Based on a review of the customer's instrument database and settings, the pinch tubings should have been replaced every 30 days. The customer had originally stated the pinch tubings were replaced after 60 days. Product labeling states "damaged pinch valve tubing can cause leaks. Leakage can affect the volume pipetted and cleaning of the measuring cell." A potential root cause may be related to leakage from the pinch tube. A pinch valve design change is being made to make the pinch tube exchange process more convenient for the customer. Once the new pinch valve is available the field service representative (fsr) will only need to replace the pinch tube during the customer's yearly preventive maintenance. Neither a general nor systemic product problem was identified.

Manufacturer narrative:
The pinch tubes that were on board the instrument on (B)(6) 2017 and had last been replaced on (B)(6) 2017. The customer is replacing the pinch tubes every 60 days. This is the appropriate timing based on the customer's instrument settings. The pinch tubes were replaced on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. According to the laboratory technician, each time the pinch tubes were replaced, the left tube was cracked where the tube is blocked by the valve. The pinch tube and pinch valve were replaced by the customer on (B)(6) 2017. The customer stated they were replacing the pinch tube weekly which is not normal for them.

Manufacturer narrative:
The investigation was unable to confirm that the customer was replacing the pinch tubes within 60 days. The instrument worked within specification after the service action by the fse. The issue is detected by quality controls (qc) being out of range. The issue is unlikey to occur if the pinch valve tubing is replaced as documented in product labeling and by following quality control guidelines and reacting appropriately to out of range qc results. A review in the complaint handling database found 4 cases related to pinch valve tubing in combination with questionable results out of a total of 29 cases related to pinch valve tubing since (B)(6) 2012. Replacement of the tubing in accordance with the instructions in product labeling was not provided for these cases.

Manufacturer narrative:
No issues were identified during a review of the alarm trace, maintenance information or instrument performance testing data.